Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that when the battery is removed for less than 24 hours, the time and date revert to the factory default settings. Patient had a blood glucose of over 600 mg/dl, then down to 30 mg/dl, and received treatment via the insulin pump at the health care provider office on (B)(6) 2016. Time/date issue is being ruled out due to the following: the issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. The complaint is being reported as the patient experienced hyperglycemia due to use error of not verifying the time/date.

Manufacturer narrative:
Follow-up #1: date of submission 4/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: black box confirms that the time/date reset to default setting after power on reset on (B)(6) 2016 17:03; deliveries resumed at 17:21. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. Removed cover; a visible inspection confirmed the internal battery was leaking.